Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device drive motor and clutch are very noisy. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the top case chipped at the front corners and the bottom case broken. There was no evidence of the error recorded in the event history log. The reported problem was verified. Flow and occlusion tests were performed. The investigation recommended that the motor assembly be replaced and that corrective action fixed the problem. The root cause of the reported problem was traced to component failure due to wear overtime consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received on 16august2022 via email and attached to complaint object: event date: july 05, 2022. No patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.